Event description:
It was reported to boston scientific corporation that a partially covered wallflex rx biliary stent was used during a stent deployment procedure in the bile duct performed on (B)(6) 2013. The patient anatomy had not been dilated prior to stent placement. According to the complainant, the stent was being placed to dilate a stricture due to a malignancy. During the procedure, the stent was advanced into the bile duct and the physician attempted to deploy the stent. The stent was not able to be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with a plastic stent. Following the procedure the inner shaft was noted to be protruding out at the guidewire access port. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
A visual examination of the returned device noted that the stent was partially deployed by 25mm. It was noted that the inner lumen was exiting at the guidewire exit port and was kinked. During analysis an attempt was made to retract the outer sheath and deploy the stent, however a restriction was met and the inner lumen further exited through the access port. The shaft was dissected proximal to the guidewire access sleeve, the inner lumen and stent were withdrawn from the outer sheath. The inner lumen was kinked proximal to the inner member jacket, where it had exited the guidewire access port. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. No issues were noted with the profile of the deployed stent. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a partially covered wallflex rx biliary stent was used during a stent deployment procedure in the bile duct performed on (B)(6) 2013. The patient anatomy had not been dilated prior to stent placement. According to the complainant, the stent was being placed to dilate a stricture due to a malignancy. During the procedure, the stent was advanced into the bile duct and the physician attempted to deploy the stent. The stent was not able to be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with a plastic stent. Following the procedure the inner shaft was noted to be protruding out at the guidewire access port. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.